Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. Ilio-femoral access vessel size and morphology (minimal thrombus, calcium and / or tortuosity) should be compatible with vascular access techniques. Gore® excluder® aaa endoprosthesis instructions for use recommends: determine accurate size of anatomy and proper size of device to confirm the correct device component sizing, and deployment locations. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to occlusion of device or native vessel.

Event description:
On (B)(6) 2019, this patient underwent an endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. At the final angiography, it was detected that the left internal iliac artery was completely unintentionally covered by the gore® excluder® aaa endoprosthesis contralateral leg component (plc141400j). No additional treatment was performed. The patient is being monitored. According to the physician, the common iliac artery was tortuous like an ¿accordion shape¿, so the measurement marking to the internal iliac artery bifurcation was not made properly.